Event description:
It was reported that during the procedure in the left circumflex artery, after deployment of the xience v 3.0x28 stent, the physician retracted the fully deflated balloon without resistance and a dissection occurred in the proximal segment. Another xience v 3.0x15 stent was deployed for treatment of the dissection. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction (mi) is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported that direct stenting was performed. The IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how, it at all, the lack of pre-dilatation contributed to the reported patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. (B)(4) - no predilatation prior to stenting.

Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent direct stenting of the first diagonal with one xience v stent. On (B)(6) 2009, the patient had elevated cardiac enzymes with a possible myocardial infarction. No treatment was performed and the symptoms resolved on (B)(6) 2009. No procedural complications were reported. No additional information was provided.